Event description:
Upon making the sphincterotomy, the proceduralist stepped on the pedal to continue cutting with the sphincterotome and the ercbe made an unexpected one beep that was atypical for the machine. At this point when the ercbe typically performs a burning, it instead cut and made a quick unintentional cut into the papilla. No harm to patient.